Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were under specifications. The motor, plug harness, and switch and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1: telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during surgery the device stopped working. An alternate device was used to complete the procedure. There was no delay or patient impact. During product evaluation, it was found that the rpms were under specification. Due diligence is complete and there is no additional information available.